Event description:
Same case as MFR# 2134265-2012-02809. It was reported that during a peripheral angioplasty procedure the balloon catheter become stuck on the guide wire. The target lesion was located below the patient's knee. The sterling sl otw 2.5 x 150 x 150 balloon catheter was advanced to the lesion over an v-18 guidewire; however, the balloon catheter was unable to cross the lesion. The physician attempted to remove the balloon and it became stuck on the v18 guidewire. The physician removed the whole device system together. The procedure was completed with a different balloon and another v-18 guidewire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).